Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number of the associated device is not available, but the suspected mentor device possibly associated with reported adverse events: unknown mentor breast implant. This report captures all the data submitted to the national breast implant registry (nbir) from january 1, 2021, through march 31, 2021. Included are reasons, complications, device problems, and patient requests that lead to re-operations involving mentor implants vs non-mentor implants from january 1, 2021, through march 31, 2021. Dverse event(s) reported for mentor implants associated with re-operation from january 1, 2021, through march 31, 2021:qty unk: capsular contracture (88.52%) qty unk: hematoma (4.29%) qty unk: infection (4.29%) qty unk: seroma (1.64%) qty unk: skin necrosis (3.28%) qty unk: wound problems (4.29%) qty unk: device migration/implant malposition (45.95%) qty unk: suspected/actual rupture/deflation (47.30%) qty unk: wrinkling/rippling (24.32%) qty unk: change shape/size/style (92.42%) qty unk: correction of asymmetry (23.18%) qty unk: ptosis (28.33%) adverse event, product problem, required intervention. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, necrosis, deformity, hematoma, impaired healing, post operative wound infection, wrinkling seroma, surgical intervention, rupture, device migration. (B)(4). Manufacturer¿s reference number: (B)(4).